Manufacturer narrative:
There are no allegations of any system or component failure and no indication that the nalu system caused the incision site infection. The source and type of infection is unknown to the firm. Infection of surgical incisions is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2023, the patient dropped a griddle on the site of the incision for the nalu implant, causing the incision to open and expose the implanted leads. On (B)(6) 2023 a surgical revision was performed to replace the exposed leads and close the incident (see MDR: 3015425075-2023-00176). On (B)(6) 2023, the firm was notified that the incision site had become infected. The patient requested to attempt to heal the infection with non-invasive measures. Measures were not successful and the system was fully explanted on (B)(6) 2024.